Event description:
Manufacturer report number 2017865-2023-14259; 2017865-2023-14261. It was reported that the patient received inappropriate shocks on (B)(6), 2023 and scheduled to receive programming changes. It was noted during routine measurements that the defibrillatory impedance was high and above the normal range. Right atrial (ra) and right ventricular (rv) lead noise was observed post shock for ventricular fibrillation (vf) and venticular tachycardia (vt). Automode switch episodes showed rv lead noise. The patient was in the intensive care unit for covid. The ra and rv leads were confirmed to be failing. The patient was stable with no adverse reactions with limited exposure due to covid. The patient later on underwent a procedure to explant the system on (B)(6), 2023. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion exposing the outer coil consistent with friction to the device can was noted on the distal portion of the lead. The reported event was isolated to the exposure of the outer coil in the abrasion zone.